Event description:
The physician attempted to place a 3.5mm x 18mm biodivysio stent in the distal right coronary artery. It was reported that the biodivysio stent would not cross the lesion. The biodivysio stent delivery system was removed by pulling it back through the guide catheter. Another manufacturer's stent was successfully replaced. There was no report of any adverse patient event. Upon analysis of the returned device, it was discovered during testing and investigation that there was damage to the proximal end of the stent. Although requested, no additional information has become available.